Manufacturer narrative:
(B)(4).

Event description:
Additional information received later indicated that the high level of crp (c-reactive protein indicated as 6.49 in previous report) was believed to be caused by infection, "not related to investigation drug or devices". Patient was noted as recovering from fever on (B)(6) 2011.

Event description:
It was reported that the patient experienced a fever of 38 degrees c (centigrade) since (B)(6) 2011. The hcp indicated that it was likely due to infection based on the crp level. A follow-up report will be sent when additional information becomes available.